Manufacturer narrative:
Received only catheter. The reported event was unconfirmed as the event could not be reproduced. Per visual inspection no pinch or blockage was observed. During the functional testing, waster was inserted the inflation lumen of the shaft and out of the inflation eye without any obstruction. Per dimensional evaluation: concentricity (full inflation volume) n/a, eye snip length 2/32¿, eye snip width 1/32¿, eye snip distance from distal cuff 4/32¿, eye snip distance from proximal cuff 8/32¿, rubberize thickness 7 thou, inflation lumen coverage 6 thou, balloon thickness (average) 23 thou reinforcement 118 thou. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: " method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that water could not be drawn from the balloon when the pretest was performed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that water could not be drawn from the balloon when the pretest was performed.